Manufacturer narrative:
Correction: per the clinic, it was confirmed the patient was prescribed with oral antibiotics instead of IV antibiotics. Device analysis report attached.

Event description:
Per the clinic, the patient developed an infection at the implant site. The patient was treated with IV antibiotics and was hospitalize during the treatment. However, the issue did not resolve. The device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.